Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having ongoing issues using the spectrum infusion pump experiencing upstream occlusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.